Manufacturer narrative:
The investigation is not complete. This report will be updated when the investigation is complete. Trends will be evaluated. This is the same event as 1043534-2016-00048, 00049.

Event description:
Allegedly, guides fit well and the pins for placing the metal cut guides were in the appropriate position according to the preoperative report. However, when making the cuts to the tibia a very large void in the distal tibia was noted. This void was not identified in the preoperative report.

Manufacturer narrative:
This incident is considered closed. If at any time new or updated information becomes available, the incident will be re-opened and investigated.